Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl and 362 mg/dl. Customer treated with manual injection. Customer stated that the insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated display was did return after insulin pump restart. Customer stated the insulin pump was not exposed to moisture recently. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. (B)(4).